Event description:
It was reported to boston scientific corporation that a captiflex small oval snare was used during a colonoscopy procedure. According to the complainant, during the procedure, the wire in the middle of the handle completely detached from the finger ring assembly when they were about to cut the polyp, making the user unable to control the device. Reportedly, the user felt scraping or rubbing inside the device before it broke. The procedure was completed with another captiflex small oval snare. There were no patient complications reported as a result of this event. It was confirmed that there was no patient injury.

Manufacturer narrative:
Reported event of handle cannula detached. The device has not been received for analysis. If the device is returned for analysis, a supplemental medwatch will be filed if there is any further relevant information.